Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via phone call that their blood glucose was high at 400 mg/dl and that hospitalization was necessary due to the high blood glucose. Troubleshooting was declined by customer and wanted to document the incident only.